Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an abdominal aortic aneurysm rupture occurred, with the aneurysm measuring 60 mm. It was noted the location of the aneurysm rupture was under the stent graft. The patient also had prior implants of endurant and navion stent grafts at the infrarenal abdominal aorta (ettf2525c70, sn (B)(6), etew2828c82ee, sn (B)(6); etew2828c82ee, sn (B)(6); vnmcc3131c90te, sn (B)(6); vnmc2828c90te, sn (B)(6)). There is no allegation of malfunction against these devices. Intervention was performed and a (B)(6), endurant iis (esbf) and limb were implanted to treat the ruptured aneurysm. The physician believes that the aneurysm expansion is not related to the implanted devices and believes the aneurysm rupture is due to disease progression. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: etew2828c82ee, serial/lot #: (B)(6), ubd: 13-nov-2020, UDI#: (B)(4); product ID: ettf2525c70ee, serial/lot #: (B)(6), ubd: 03-dec-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis conclusion: the cause of the aneurysm rupture could not be fully determined due to the limited imaging provided. While contrast leakage was observed along the aneurysm sac, the specific cause of the endoleak could not be identified. Lack of pre-implant cts did not allow for assessment of the pre-implant anatomy, and earlier post-implant cts were unavailable for comparison of the stent graft¿s in vivo configuration over time. Additionally, comprehensive post-implant cts capturing the aneurysm rupture were not provided, and only a single coronal view was available, making determination of the endoleak difficult. Consequently, a thorough assessment of the stent graft¿s in vivo performance could not be performed. The same applies to the angiograms from the intervention procedure. There is a possibility that disease progression over the 5 years since implantation contributed to the endoleak and subsequent aneurysm rupture, but this could not be confirmed. Analysis of the provided films did not reveal any apparent stent graft integrity issues. B5; additional information received: it was reported the endoanchors were implanted proximally and distally during the index procedure as part of the treatment of the juxtarenal aneurysm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.